Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The allegations have not been verified and current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported the following: "since the start of my usage of my stimulator I have been sick with heavy nausea, tired and diarrhea and unstable at times. I have been in the ER for extensive tests all coming back negative. I have a upper and lower gi with many test run all negative! I have had several stool tests and breath tests run for all possible bacteria or germ issues all negative. But I continued to be nauseated in the lower gut never vomited or carried a fever but was sick to the point all I want to do is eat limited food because everything made me further nauseated and fatigued. At times I felt unstable. Had many episodes of severe chills that nothing would warm me up but go to bed and turn the heat blanket to high. From 3 family doctor visits and a gastrologist visit with procedures and visit to the ER and all prescribed 4 different drugs to try and help the nausea which one worked with minimum results. So fri. (B)(6) in the evening I removed the ebi and have not used it for 48 hours and I feel 100% better from nausea and chills. I do not have any unstable feeling as before!" Upon follow up with the patient he advised "he received the stimulator in september after his surgery on his l3, c4 and c5. He stated that after one week of using the stimulator 24 hours a days, seven days a week he began experiencing the symptoms in his "lower gut". He stated before the symptoms began he wad coming down with what might have been the flu, however he never experienced fever so he thought maybe it wasn't the flu. He also reported he experienced the symptoms for eight weeks and lost twenty-seven pounds as a result." The patient also reported that his physician stated that he suspects he had some type of virus that wasn't detectable by the tests he had. The physician advised him to wait 10 days and contact him again to discuss his treatment plan before he restarts the device. He stated the stimulator will not be returned as his surgeon wants him to continue using it.

Manufacturer narrative:
The device history record was reviewed and no recorded anomaly or deviation was identified.